Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that a patient enrolled in the product surveillance registry study reported feeling fatigued and dyspnea. An x-ray revealed the patients left ventricular (lv) lead had dislodged. The lead also exhibited a falling impedance trend and no capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.